Event description:
It was reported that the pump battery and casing were hot to the touch.

Manufacturer narrative:
There was no reported patient impact associated with this event. The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications.